Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could nto be completed. A review of the batch history, historical trending and similar complaint trending review will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure the stent "collapsed" requiring additional dilatation. The target lesion was located in the bifurcation of the common carotid (cca) and internal carotid (ica) arteries. A carotid wallstent monorail 10.0-31stent was deployed in the ica. The stent was postdilated with a 5mm pta balloon. The cca was postdilated with an 8mm pta balloon. After the 2nd dilation, the distal lumen of the implanted stent appeared "collapsed". The distal stent lumen was dilated twice with a 5mm pta balloon to open the stent up "correctly" again. No further intervention was performed. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the following day, a 7x30 stent was implanted inside the previously implanted carotid wallstent to "open" the stent. The second stent was implanted without a problem and was not postdilated.

Event description:
It was further reported that the dimensions of the eccentric, de novo target lesion were 5x20mm.